Event description:
The customer reported experiencing unexplained high blood glucose for the past couple hours, and she has treated with the insulin pump. The customer stated that when the infusion set was removed the cannula was bent and the insulin pump did not alarm. Troubleshooting was performed. Ran a fixed prime test and passed. Found that the customer was changing the infusion sets every four to five days. Advised customer to change the infusion every two to three days. The customer called back stating that she attempted to give a 5.0 units after checking her first glucose of 555mg/dl, but the insulin pump did not alarm, and she assumed that the insulin was delivered. Checked the second time and her glucose continued being higher. Then the customer gave a bolus of 4.0 units, but the insulin pump did not alarm, and the customer's glucose level was still high. After the second attempt the customer changed the infusion set and gave another 5.0 units. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.